Manufacturer narrative:
Investigation outcome: no additional information including device logs was provided despite repeated reminders. Therefore, this complaint was rated with limited information. The analysis of the information provided under complaint description determined the likely root cause of the incident as software issue in version 3.0.x, where a software module crash occurred within the system component responsible for handling communication between the device and the hamilton connect module (hcm) during ventilation. Although the fault was isolated to the communication module, it inadvertently disrupted the ventilation process and triggered an unnecessary safety mode activation. This behaviour deviated from the expected system response, as such a module crash should not interfere with ventilation. A complaint history showed that in total 3 complaints have been received potentially linked to the described root cause. The issue has been fully resolved in software version 3.1.1, which includes a fix to prevent communication module failures from impacting critical ventilation functionality. The software version 3.1.1 is available on partner-net. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "around 11 pm staff heard c1 alarming. Patient was unconscious and c1 was displaying safety ventilation mode. Staff indicated that the unit was providing what they thought was a cpcp type of ventilation. The unit was shut off and removed from service." No health consquences or impact. However, alternative means of ventilation had to be arranged. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.